Manufacturer narrative:
Internal complaint reference: (B)(4). Lot no.: the following are the lot numbers reported: 2104059 and 2111403. However, it is unknown which of the two contributed with the delay greater than 30 minutes. Exp. Date: expiration dates for each of the 2 lots reported: 27-oct-2025 (2104059), 10-jan-2026 (2111403). Mgf. Date: manufacturing dates for each of the 2 lots reported: 27-oct-2022 (2104059), 10-jan-2023 (2111403).

Event description:
It was reported that two (2) speedstitch needle were not grasping the suture when passing it through the hip capsule. Eventually, the needle tip bent and it was not possible to pass or catch the suture. Surgery was completed after a 45-minute delay, using a slingshot suture passer device from stryker (competitor device). No further complications were reported.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.